Event description:
Information received with return of the explanted device notes that during a routine follow-up, the device was pacing at 60 ppm in the unipolar configuration. The device was last programmed to vvi mode at 70 ppm in the bipolar configuration. Telemetry could not be established and the device was in back-up mode and could not be programmed. The patient was pacemaker dependent and had no symptoms or adverse effects.